Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening on the anterior side assessed as unidentified (tear) opening. Additional observations: crease fold and wear abrasion observed on the device.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.